Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optic not connecting, and there is no pressure reading.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field safety engineer (fse) reported visual externally all checked ok. Tested fiber optic tested ok. Checked logs no fault logs or electrical fault logged. Functional tested and safety check to factory specifications. Returned to the customer.